Event description:
Additional information was received from the health care professional (hcp). The hcp stated that it was unknown about the cause of the lead being twisted. The most likely cause of the event was due to the intentional weight loss - 40lbs in last 6 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va351e7, implanted: (B)(6) 2025, product type: lead, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep) on 2026-feb-03. The rep reported that a revision was performed on (B)(6) 2026 to move the pocket site. The caller stated that patient reported losing 40 pounds over the last 6 months and at some point, they noticed that the ins has slid down so when they would sit down, the ins would go horizontal. The caller stated the patient had no issues with therapy efficacy. The caller stated they checked impedances at the procedure and the impedances were all normal. However, upon opening the pocket site, it was discovered that the lead had twists in it. The physician moved the pocket site higher, straightened out the lead and confirmed that impedances remained normal; all existing components remained implanted in the patient. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. The caller stated they had no plans for follow-up with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that since they put the new stimulator in the patient has been constipated. Patient said they have never had constipation before. Patient also said they have lost 15 pounds. The stimulator moves and flips back and forth. The patient has sat on the stimulator before. Now the patient can feel the stimulator with the hand and wasn't able to before. Redirected patient to healthcare provider (hcp).